Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - rust on tip, discolored tubing, appears handpiece has been sitting with fluid for a while. Priming was successful. Failed ultrasound when power is applied. Upon internal inspection handpieces had an internal leak. Could not duplicate customer stated malfunction. Failure observed likely due to handpiece being stored with fluid in the line. The DHR for microtip lot 17013-02 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). Per a telephone conversation with the sales rep, most of the failures he witnessed when at the facility were due to user error. The rep stated that the failures occurred from inserting the handpiece pins into the console incorrectly. The rep has stated that this facility has been retrained multiple times, but still continues to perform the setup procedure incorrectly. It is in the dr's nature to perform the setup procedure a certain way regardless of training.

Event description:
Product would not prime.